Event description:
New information received notes that the right ventricular lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in emergency room (ER) due to an inappropriate shock from their implanted device. The patient stated they felt anxious and exhibited discomfort due to the shock. Upon performing the chest x-ray (cxr) review, it was found that the right ventricular (rv) lead was dislodged. Programming changes were performed. Patient was discharged.